Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a seeg procedure, the patient developed a hematoma due to inaccurate electrode placement. The team completed laser registration and reported good accuracy during the verification step. They completed a post-op CT scan and noticed that several of the entries were 5+mm off from the plan. The surgeon reports that several of the electrodes are deflected in the brain, but this is due to the patient¿s tuberous sclerosis. The surgeon¿s primary concern is the inaccuracies at the entry points. The patient is stable. Attempts have been made and additional information on the reported event is unavailable at this time.